Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the unit's monopolar 2 was malfunctioning. During the tests, it was found that the readings were all off and outside of the parameters; at 100 ohms, it was reading 107.7; at 50 ohms, it was reading 57.7; at 0¿4 ohms, it was reading 6.8;and the light was green rather than red as needed. Swapped generators on test bench and did not have similar problems. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the monopolar port was damaged. The rem port was found to be faulty. It was reported that the monopolar reading was out of specification. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was monopolar port issue and rem alarm. The reported issue were confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.